Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 148 mg/dl. The customer stated that the insulin pump was exposed to high magnetic field. The customer was unable to complete the rewind sequence during the troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.